Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed and as per the case comment ¿per wo01274036, after wiping down lens, tracking of instrumentation improved and rep able to pass system checkout. System functioning as intended. ¿ codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. H2: please see section e for updated initial reporter. H2: please see additional codes for additional annex f code, f1908, for the delay in surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred intra-operatively during a sacroiliac and thoracolumbar procedure. There was a 10-15 minute delay. The next day, the manufacturer representative (rep) completed an alignment test, and a system planned maintenance (pm). The issue seemed to be from a dirty camera lens, which fixed all reported problems of flickering instruments and accuracy issues.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version #: 2.1.0. H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the camera was not tracking the spheres consistently during a case and instrumentation was flickering in and out. The site used another navigation system and proceeded with the case. Upon troubleshooting, the medtronic representative (rep) wiped down the camera lens to clear any potential debris and ensure a clear line of sight. Tracking immediately improved and the flickering stopped. The length of delay in the procedure is unknown. There was no impact on patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: unknown, ubd:- , UDI#:- h2) please see the additional codes section for new annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.